Manufacturer narrative:
E1. Initial reporter address unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated reported that with the device the high-pressure alarm was alarming. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
D9. Date returned to mfg: 25-jun-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damage was found. Performed functional test. Could not duplicate the customer's reported issue. No action was taken because no problem was found. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.